Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally input their blood glucose (bg) value into the carbohydrate field of the pump when requesting a bolus. The customer was able to stop all deliveries via the "stop insulin" function on the pump. Customer reported that bg level was not impacted.